Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Reportedly, the customer corrected the time to resolve the issue. Additionally, it was reported that the control iq software did not end programmed sleep activity as intended . There was no impact to the customer¿s blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.